Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During inventory of a farawave 2.0 pulsed field ablation (pfa) catheter, a hole was seen in the packaging that cut through to the sterile packaging to the device. No patient was involved. The device was not used and was disposed.

Manufacturer narrative:
Media review: images were reviewed by a boston scientific quality engineer. The images show a hole in the packaging, resulting in the packaging not being sterile. It is likely that the damage occurred during the transportation of the device. The reported event was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the lot number information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the lot number and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During inventory of a farawave 2.0 pulsed field ablation (pfa) catheter, a hole was seen in the packaging that cut through to the sterile packaging to the device. No patient was involved. The device was not used and was disposed.